Manufacturer narrative:
B3: date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41541. There was no patient involvement and no patient injury reported.

Manufacturer narrative:
D9: date returned to manufacturer: 05-feb-2025. One device was returned for repair with complaint that the pump exhibited error code 41541. No service history records were found. Review of event log found system fault 41541. Visual and functional testing was performed. Found error code in event history but was not replicated. Cleared error code. Performed downstream occlusion (dso) calibration. Device passed all testing criteria.